Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. 5 unused samples for model #10012866 and lot# 22029622 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were connected to a 10 ml bd syringe filled with water and they were attempted to be flushed. All 5 sets were successfully flushed. The customer complaint about the tpn could not go through the filter could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model #10012866 and lot number 22029622 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot # 22029622 . This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 8 bd alaris extension set experienced occlusion. The following information was provided by the initial reporter: the tpn could not go through the filter.